Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint the tubing won't flow could not be verified due to the product not being returned for failure investigation. A device history record review for model 10942011 lot number 22066195 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 bd alaris¿ pump module infusion set were blocked during use. The following information was provided by the initial reporter: "I believe we have faulty port less tubing. When tubing switched to regular tubing, error/alarm stops. I have witnesses this twice. Even with flushing the main IV port the port less is attached to, swapping out module, the alarm/error code would still exist. Only fix is to swap it out."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris¿ pump module infusion set were blocked during use. The following information was provided by the initial reporter: "I believe we have faulty port less tubing. When tubing switched to regular tubing, error/alarm stops. I have witnesses this twice. Even with flushing the main IV port the port less is attached to, swapping out module, the alarm/error code would still exist. Only fix is to swap it out."